Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s batteries were not lasting. They had a failed battery test alarm. The customer¿s blood glucose level was unknown. They were advised to clear the alarm with the escape and act button. The customer stated they did not have good vision and did not want to troubleshoot. There was no clear indication that the alarm was cleared. Additionally, it was noted that the customer was using generic batteries. They will go and get the recommended batteries. The device will not be returned for analysis.